Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't charge) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld on the battery cells. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery was not charging. The patient was issued a replacement battery pack.